Manufacturer narrative:
The physical device has been received by the mentor failure analysis lab, but that analysis is still pending. Analysis of a photo of the device has already been completed and results are provided below. Device evaluation summary: according to the information received, the breast implanted was defective. It was not used in a procedure. Upon visual evaluation of the image provided in the complaint, the implant was observed with bubbles. A rent was also observed. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. The shell wall of the implant is permeable to air, and trapped air can form bubbles with changes in pressure or temperature. When left by themselves with no changes in temperature or pressure, bubbles usually dissipate over time unless trapped by cured gel. Based on customer feedback and our complaints database, discrete bubbles do not persist in implanted devices, nor are they found in previously implanted devices. The presence of these bubbles is not known to compromise the performance of the device. Through our post-market surveillance process, we have not identified any patient harm associated with bubbles within implanted devices. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a mentor memorygel xtra breast implant 370cc gel breast prosthesis was noticed to be defective. The device was not used in a surgical procedure. The procedure was completed with a different mentor memorygel xtra breast implant 370cc gel breast prosthesis. It was not specified how the device was defective. A photo was provided of the suspect medical device. The mentor failure analysis analyzed the photo and it was determined that there was a rent on the device.

Manufacturer narrative:
On 06-nov-2025, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the surgeon noticed that the implant appeared deformed. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, weight measurement, and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. The device was weight was measured and it was within manufacturing specifications. Previously, a photo was received and bubbles were observed in the photo. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. The shell wall of the implant is permeable to air, and trapped air can form bubbles with changes in pressure or temperature. When left by themselves with no changes in temperature or pressure, bubbles usually dissipate over time unless trapped by cured gel. Based on customer feedback and our complaints database, discrete bubbles do not persist in implanted devices, nor are they found in previously implanted devices. The presence of these bubbles is not known to compromise the performance of the device. Through our post-market surveillance process, we have not identified any patient harm associated with bubbles within implanted devices. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).